Event description:
The surgeon reported that the patient underwent an osteosynthesis surgery on (B)(6) 2012 for a very fragment fracture, treated with d/m 10 in ss broad comp plate 3704-3-120. On the morning of (B)(6) 2013, while he was standing up, warned failure to thigh, pain and functional impotence. Patient reported that in the past days he has felt pain in the surgery site. At the x-ray appears that the plate is broken. Patient underwent to surgery in order to remove plate. Fracture was treated with a t2 intramedullary nail.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the patient underwent an osteosynthesis surgery on (B)(6) 2012 for a very fragment fracture, treated with d/m 10 in ss broad comp plate 3704-3-120. On the morning of (B)(6) 2013, while he was standing up, warned failure to thigh, pain and functional impotence. Patient reported that in the past days he has felt pain in the surgery site. At the x-ray appears that the plate is broken. Patient underwent to surgery in order to remove plate. Fracture was treated with a t2 intramedullary nail.

Manufacturer narrative:
An event regarding crack/fracture involving a dall mile plate was reported. The event was not confirmed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.